Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer was offered an out-of-warranty loaner pump, which they declined. The customer opted to use a backup insulin pump to maintain insulin delivery.